Manufacturer narrative:
Follow up emdr (B)(4). The facility did provide photos/samples to aid in our quality engineer¿s investigation. With the sample, provided, bd was able to confirm the failure mode as the end cap was detached from the applicator body. A device history record was reviewed, and no non-conformances was noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. H3 other text : see narrative below.

Event description:
Material no.: 930815, batch no.: 0328213. It was reported that the back end cap came off and shards of glass fell out onto the patient. Per medwatch: describe the event or problem: during preparation of patient the chlora-prep wand must be bent to break the inside glass vials to release the chlora-prep solution as I was bending the stick the end flew off and shards of glass exited the end of the prep stick shards of glass were collected and removed from the patient's upper shoulder and chest no injury to the patient or staff. Wand was saved but packaging was discarded prior to incident.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Medwatch # (B)(4).

Event description:
Material no.: 930815 . Batch no.: 0328213. It was reported that the back end cap came off and shards of glass fell out onto the patient. Per medwatch: describe the event or problem: during preparation of patient the chlora-prep wand must be bent to break the inside glass vials to release the chlora-prep solution as I was bending the stick the end flew off and shards of glass exited the end of the prep stick shards of glass were collected and removed from the patient's upper shoulder and chest no injury to the patient or staff. Wand was saved but packaging was discarded prior to incident.